Event description:
A customer contacted beckman coulter regarding low hemoglobin (hgb) result that was generated by the coulter lh 750 analyzer. A pt sample was tested for hgb and a result of 7.4g/dl was obtained. The result was printed with operator definable flag "cl". The result was reported out of the lab and questioned because it was not consistent with the pt's previous results. The sample was tested for hgb on a different instrument in the customer's lab and a result of 11.7g/dl was obtained. The result was printed with operator definable flag "l". The sample was then tested once more on the lh750 instrument and hgb result was 11/6g/dl. This result was also printed with the "l" flag. A correct report was sent out. No death or serious injury, no change to pt treatment is associated with this event. ["Cl"-result is lower than your critical low limits. It is a critical value and requires immediate attention. Follow your laboratory's policies for reviewing the sample. "L"-result is lower than your reference interval low limit. Follow your laboratory's policies for reviewing the sample.]

Manufacturer narrative:
Qc is run every shift. Qc was run before and after the event and was within specifications. The instrument is currently performing within qc specifications. The specimen was collected in a 5cc vacutainer tube. The sample was stored at room temperature for less than 2 hours prior testing. A field service engineer (fse) was not dispatched to the customer's lab. No additional information regarding this event is available. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.